Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl 500mcg/ml at 148.50mcg/day and bupivacaine 6mg/ml at 1.782mg/day via an implantable pump. Volume discrepancies were reported. The patient stated that "it's pumping less and less and there is more and more every time I get a refill." The patient¿s pain was getting out of control and it was "less and less effective for pain¿. Per the patient, the discrepancies started about 7 or 8 months ago and first they got back about 3 ml more than expected then 6 and at the last fill it was 11.25 more. The patient stated that their healthcare provider would not do the study to check the catheter and requested physician listings.